Event description:
The technician found the beds CPR function is not working and the head will go up and then, back down unintentionally.

Manufacturer narrative:
The technician found dust on the CPR switch which was causing the malfunction. The technician cleaned the switch to repair the bed.